Event description:
Dealer called in and stated that the end user ran into the wall damaging the seat rail and possibly the front rigging, dealer stated he is unsure of what occurred but there were no injuries associated with the incident.